Event description:
It was reported that the patient was seen by his physician for his four week follow up appointment after he had a tactra penile prosthesis implanted. The incision on the penile shaft was well healed. The right cylinder was in the proper position. The left cylinder was malpositioned. The distal tip of the cylinder was pushing on the lateral shaft and was not under the glans. The patient was expected to undergo a revision surgery. No patient complications were reported.